Manufacturer narrative:
. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an issue with an angio-seal device. The doctor could not insert the sheath into the patient's artery. His access site was in the recommended anatomical location to use angio-seal. He was also aware of rotating the device once you meet resistance to get the sheath to go into the vessel. The angio-seal device was visually inspected, and the distal tip of the sheath seemed to have a lesser angle than other angio-seals devices (demo devices we had with us to compare the two), and the distal tip almost looked to be wider than others, with a small; however, noticeable "bubble" at the tip. The type of procedure performed was a cardiac catheterization. The patient and procedure were un-harmed. The doctor could not get the angio-seal device in the patient's arteriotomy, so they removed it and held manual pressure. The terumo territory manager and clinical met with the interventional cardiologist who's very well versed in using angio-seal. They brought in a demo block model to review proper technique and trouble shooting and his technique was right on with everything we recommend.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint could not be confirmed. The exact root cause was not able to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).